Event description:
It was further reported that the subject presented with pain in the left hand and shoulder was diagnosed with non-q- wave non st elevation myocardial infarction. During index procedure, after insertion of 3.5 x 20 mm quantum balloon, hypertension was noted and was treated with labetalol IV 20 mg. In (B)(6) 2013, subject presented with shortness of breath and chest tightness. Also, target vessel revascularization was performed CABG x 3 from lima to lad, svg to pda and onto the left ventricular branch as a bridge graft. The event was considered to be resolved without residual effects and not with residual effects as previously reported. In addition, the subject was discharged on the same day on aspirin and lasix.

Event description:
Same case as MDR ID: 2134265-2013-07906. Taxus liberte clinical study. It was reported that coronary artery disease and in-stent restenosis occurred. In (B)(6) 2011, the subject was diagnosed with myocardial infarction (non-q- wave; nstemi; killip classification: I) and cardiac catheterization was recommended. The target lesion was a de novo lesion located in the mid right coronary artery (rca) with 90% stenosis and was 48 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement using a 32 x 3.00mm and 24 x 3.00mm taxus liberté stents. Following post dilatation, residual stenosis was 0%. The next day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2011, the subject returned to the cath lab for staged intervention to the proximal left circumfex (lcx). Angiography showed a de novo target lesion located in the proximal lcx with 90% stenosis and was 24mm long with a reference diameter of 2.25 mm. The physician treated the lesion with pre-dilatation followed by placement of using a 2.25 x 28mm mm taxus liberté stent with 0% residual stenosis. The next day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject was diagnosed with coronary artery disease and hospitalized on the same day. Cardiac catheterization was recommended. At the time of reporting, action taken regarding aspirin was unknown and the study drug was never taken by the subject. The 70% stenosis in mid rca was treated with CABG. Five days later, the event was considered to be resolved with residual effects and the subject was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Event date corrected to (B)(6) 2013. (B)(4).

Manufacturer narrative:
Describe event or problem and relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2011, the first target lesion was mid rca extending to distal rca. In (B)(6) 2011, the target lesion was proximal lcx extending to 2nd om. In addition, stenosis of a non-target lesion in 1st om was treated with a 2.00 x 18 mm non-bsc bare metal stent. In (B)(6) 2013, the subject was on aspirin and clopidogrel.